Event description:
It was reported that the deep brain stimulation (dbs) patient attempted suicide. The patient was taken to the hospital where an electrocardiogram (ECG) was performed. It is unknown if the suicide attempt was device related. It was indicated that the device was in use for the treatment of anorexia. The device remains implanted in the patient and functioning. No further information can be obtained regarding this event.

Event description:
It was reported that the deep brain stimulation (dbs) patient attempted suicide. The patient was taken to the hospital where an electrocardiogram (ECG) was performed. It is unknown if the suicide attempt was device related. It was indicated that the device was in use for the treatment of anorexia. The device remains implanted in the patient and functioning. No further information can be obtained regarding this event.